Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation was peeled at the tip of the hot jaw. The wire is flexed from the tip to the base of the hot jaw. The heater wire remained attached at the base. The silicone was cracked and grayish in color, which indicates burning of the device. The missing piece of silicone was not returned. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the returned condition of the device, the reported failures "peeled; jaw", "bent; wire" and analyzed "melted; jaw".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro metal and plastic piece within jaws were loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation was peeled at the tip of the hot jaw. The wire is flexed from the tip to the base of the hot jaw. The heater wire remained attached at the base. The silicone was cracked and grayish in color, which indicates burning of the device. The missing piece of silicone was not returned. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the returned condition of the device, the reported failures "peeled; jaw", "bent; wire" and analyzed "melted; jaw" were confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro metal and plastic piece within jaws were loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro metal and plastic piece within jaws were loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.